Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in austria reported that an iw990 manual control wall mount infant warmer was not heating. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in austria reported that an iw990 manual control wall mount infant warmer was not heating. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing method: the complaint iw990 wall mount infant warmer was received at our fisher & paykel healthcare (f&p) regional office in germany where it was visually inspected, and serviced by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician and our knowledge of the product. Results: performance testing of the subject iw990 wall mount infant warmer revealed that the head case was found damaged. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the iw990 wall mount infant warmer. However, it is likely due to impact damage or the use of incorrect cleansing solutions. The user manual for the iw990 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.